Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse that found the issue replaced the pneumatic module assembly and performed the pm. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) balloon catheter guide post on pim was broken. This was found by a getinge service territory manager (stm), during a preventative maintenance (pm). There was no patient involvement and no adverse event was reported.